Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device coupling for guide was loose and unscrewing, was making grinding noises while running with k wire clamped and needed an update. It was further noted the device had worn components. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to loctite degradation from sterilization and use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 of the same event. It was reported that during pre-surgery setup, it was observed that the quick coupling device broke while in use with the small battery drive device. There were no delays to the planned surgical procedure. A spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.